Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Upon review, it was noted myopotential noise. Then it was noted that this ICD delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to supraventricular tachycardia (svt). Programming options were recommended according to the clinical condition of this patient. Currently, this product remains in service and no additional adverse patient effects were reported.